Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information. The additional proglide and prostar devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, both proglide devices failed as there was no suture present during the retrieval step. A prostar xl was then attempted but the suture could not be deployed. A surgical suture was then used to close the site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.